Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the prograsp forceps instrument tip moved by itself. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was inspected prior to use with no issue. There was no external collision. There was no patient injury as result of the event. The procedure was not delayed. The customer replaced the instrument and continued with the procedure. Isi received the prograsp forceps (pf) instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the handling test. The instrument was fully functional. No product issue was identified.